Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for malignant pain. It was reported their battery did better for the first month and then it changed drastically even though they had not had any reprogramming or changes to their parameters. Since (B)(6) 2017, they were needing to charge too frequently. They usually get 8 coupling bars and tried to charge to 100% every time but were needing to charge every day for 2-3 hours. Their settings were at 2.50v on program 1, and they did not believe they had high density settings. The patient did not know if they had any previous over discharge events. Adhesive discs were ordered for the patient. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient's weight at the time of the event was (B)(6). The patient was still needing to charge frequently (every day for 2-3 hours) even after trying the sticky patches and maintaining full coupling. The patient did confirm they were not seeing the water droplets on the recharger screen, which indicate the ins is fully charged. It was noted the patient was thinking the ins was 1/2 to 3/4 full when they began the charging sessions. The patient had seen a manufacturer representative (rep) in (B)(6) 2017, at which time they were told they needed a new recharger but the repair department advised that a new recharger would likely not improve the situation. The patient was going to check with the rep or their doctor to find out if their device was set up for high dose programming, which requires more ins charge. It was noted the patient's device was currently set at 1.7 volts. No symptoms were reported. No further complications were reported.